Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed motor to stop with motor error message on display and clicking noise generated from roller. The application board was replaced with laboratory use only (luo) board, which resolved the issue. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to (B)(4) / medwatch #1828100-2017-00370.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the pump was making noise when the rollers were rotating and then stopped working. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the perfusionist came in to set up a procedure on (B)(6) 2017. While going through the pre-bypass checklist, the perfusionist attempted to engage flow on the roller head, which they use as their second vent line, and the pump stopped working with an error message - motor speed maintenance required. The perfusionist attempted to fix the roller head by unplugging it from the advanced perfusion system 1 (aps1) base and plugging it back in, but the error message persisted. The perfusionist then changed out the affected roller head in order to use the aps1 for the procedure that day. This did not occur on bypass, therefore there was no blood loss nor patient harm.